Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that magnesium was hung using secondary set and programmed to infuse through pump. It was then noted that the bag emptied quicker than expected. A second bag was hung through the same secondary set and noted that it also dripped faster than it should. Furthermore, bubbles were observed in the primary bag. All infusions were stopped but the issue persisted even after the pumps were changed. The tubings were replaced and no further issues were identified. The event occurred in surgical intensive care unit (sicu). The clinician believes that the event was due to backflow check valve failure on the primary set. Although requested, additional information was not provided.